Event description:
It was reported that this right atrial (ra) lead exhibited elevated bipolar pace impedance measurements and was programmed to unipolar until lead revision was performed. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).